Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where a leakage on cassette was reported. There was unknown patient involvement and unknown patient harm. No additional information was provided.